Event description:
It was reported that during the implant of the left ventricular (lv) lead the coronary sinus was dissected. The implant of the lead was abandoned and an attempt to implant an lv lead will be made at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).